Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received two inappropriate shocks due to oversensing of noise. Pocket manipulation was performed however, no noise could be re-produced. When the patient was pushing up from the chair, there was some noise. The field representative re-programmed the device to secondary and the shocks occurred in primary. Technical services recommended x-rays. At this time, the system remains in service. No additional adverse patient effects were reported.